Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No problems were found in the event history log. Functional testing found no problems. The pump was tested for flow accuracy and failed (overdose). The expulsor was replaced to correct this issue.

Event description:
It was stated that the device is in for repair. There was unknown patient involvement. Analysis of the device found that the pump accuracy failed due to over-delivery.